Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
(B)(5). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a crack near the battery compartment. The blood glucose reading was 300 mg/dl, which the customer treated with the insulin pump. He complained of lethargy, excessive thirst, and excessive urination as symptoms of high blood glucose. The customer was able to bring the blood glucose reading down to 263 mg/dl. He had no idea how the damage occurred near the reservoir. He believed that the damage may have been caused by overtightening the battery cap. Advised replacement of the insulin pump. Nothing further reported.